Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer ordered an ac power module which resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module had failed.